Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 70 mg/dl, 81 mg/dl, and 552 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self treat by consuming orange juice and four glucose tablets. Low blood glucose symptoms improved 10 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.